Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia or the reported ER visit. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Patient reported they felt sick, had a blood glucose reading of "high" (>500 mg/dl), and noticed the cannula was kinked upon removal. They went to the emergency room for safety's sake. Ketones were present. Pod had been worn for 4 hours. At the emergency room the blood glucose levels dropped: after 1 hour: bgs were 355 mg/dl. After 2 hours: bgs were 288 mg/dl.

Manufacturer narrative:
The returned device was evaluated and no evidence of any manufacturing defect was detected. An air bubble was found in the insulin reservoir. Lot qualification records were reviewed and the product lot met all acceptance criteria. The omnipod's users guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery," ¿because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin¿usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."